Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event was confirmed after reviewing the stored egms. The device was tested on the bench and was found to have damage to components in the high voltage output stage. No anomalies were found. The device was tested on automated test equipment and the low voltage functions of the device to be normal. The cause of the field event is believed to be due to oversensing due to led noise. (B)(4).

Event description:
It was reported the pt presented to the emergency room after receiving a shock. Low impedance and episodes of ventricular fibrillation were observed. The device was explanted.